Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, high impedance, and a possible fracture. The rv lead was capped and replaced during a routine device change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4524 implantable pacing lead 1995 (B)(6). (B)(4).